Manufacturer narrative:
The following devices were also listed in this report: 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# 25329n modular dual mobility insert; cat# 626-00-42e; lot# 51878503 trident psl ha cluster 50mm; cat# 542-11-50e; lot# 51800701 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient reported, about a month after her right tha that she started experiencing pain.